Event description:
A 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in to a pt. The target lesion, located in the lad #7 was described as at bifurcation and presenting severe calcification with 100% stenosis. Ivus showed that due to severe calcification, the proximal side of the relevant stent was not sufficiently dilated. Seven days post procedure, one other MFR stent was deployed at lcx. Twenty days post procedure, the pt presented with symptoms. Apical myocardial infarction was confirmed. Thrombus in the lad was also confirmed. It was reported that after thrombus aspiration, poba was performed. The pt is reported to be fine and no other sequelae were reported. The physician commented that the cause of this event seem to be insufficient dilatation of the relevant stent due to severe calcification and the low pt compliance with the dosage regimen of the antiplatelet drugs.

Manufacturer narrative:
Secondary intervention: thrombus aspiration, poba - eval results: severe calcification, low pt compliance with medication regimen. Stent thrombosis, mi.